Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device follow up in clinic, pacemaker could not be interrogated and was found to be in back up vvi mode. There was no report of patient have been exposed to electromagnetic field. Programing changes were made and issue was resolved. Patient was stable.